Event description:
Left subclavian stent already completed. Proceeding with pci, trying to seat guider. Noticed guider was fractured under fluoro. Entire guider/sheath removed. Pressure held to right groin. Ecchymosis/class I hematoma noted to right groin. Became hypotensive, bradycardic. Atropine given. Pt never c/o of any other symptoms. Hespan given IV at 100ml/hr. Tsf to CT scan for r/o retroperitoneal bleed. CT neg. Pt tsf to cint.